Event description:
Prior to use, bronchoscope had a very poor picture which was dark and difficult to focus. The problem resolved once inserted into ett. Bronchoscopy was completed. Scope returned to company as not repairable by clinical engineering.